Manufacturer narrative:
(B)(4).

Event description:
It was further reported that all of the black component detached from the shaft.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the guide wire detached and was left in the patient. During a hepatocellular carcinoma (hcc) treatment procedure, the tip of the fathom guide wire detached from the support shaft of the guide wire. It required the tip to be left in-situ in the patient's hepatic artery, but did not cause vessel occlusion. No further action was taken. No patient complications were reported.